Manufacturer narrative:
H10. E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a pressure sensor alarm. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval; however, per good faith effort (gfe) response, the authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer rejected the quote. A work order was not generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.